Event description:
It was reported that balloon rupture occurred. A synergy xd drug-eluting stent was deployed; however, it was noted that the stent was insufficiently dilated. A 4.00mm x 8mm nc emerge balloon catheter was advanced for post-dilation. Following inflation multiple times, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.